Event description:
It was reported that during percutaneous coronary intervention in the heavily tortuous, heavily calcified, distal right coronary artery pre-dilatation was performed. A non-abbott stent system could not cross the lesion and was withdrawn from the anatomy. An attempt was made to aggressively advance a 3.5x12 rx xience xpedition stent delivery system (sds) but the catheter could not cross due to the anatomy. The physician attempted to withdraw the sds and the stent dislodged. The same sds was advanced to the site of the dislodged stent, the balloon was inflated inside the stent, and the stent was successfully deployed at the proximal segment of the rca. Balloon angioplasty was performed in the mid rca. There was no adverse patient sequela and the patient remained stable during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.